Event description:
It was reported that this lead impedance was down to 260 ohms and threshold has risen from .6v to 2.0v in a short period of time. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was electrically continuous. The electrical allegations were not confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead impedance was down to 260 ohms and threshold has risen from .6v to 2.0v in a short period of time. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.